Event description:
Radiologist noted a "structure" <5 cm on x-ray in 2008, then followed by a CT scan - confirming same, "most likely a piece of guide wire" from a previous angioplasty procedure performed in 2007 was "unraveled" and unintentionally left inside the pt's right peroneal/proximal artery of the rle.